Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). (B)(4): recurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Concomitant therapy: avaulta posterior reason/ indication for mesh implantation: stress urinary incontinence and rectocele procedure (s) performed: procedures performed: examination under anesthesia. Posterior repair with avulta. Suburethral sling using obtryx halo. Complications post implant: pain, infection, urinary problems, recurrence.